Event description:
A nurse reported when the surgeon started to performed phacoemulsification, there was some hesitation by the system. The vacuum would build then there would be a sudden surge. After this happened, the phaco worked as normally expected. The nurse also reported that although occlusion was detected by the doctor and the vacuum started building, they did not always get an occlusion bell. The procedure was completed with the same system and handpiece. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log revealed that some instances of system message (sm) - (flow check failed - excessive vacuum rise) occurred on the date of the event; therefore the customer reported event was confirmed. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined conclusively. (B)(4).